Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock while the patient was having his head sutured following a car accident. Noise was present on egms.